Event description:
Boston scientific received information that during a revision procedure due to an infection, the header was separated from the can. The infection was not caused or contributed to by the device. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.